Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased pain in the neck and back. The patient also noted numbness, tingling, and weakness in the bilateral lower extremities. It was mentioned that the scs was not working well. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing increased pain in the neck and back. The patient also noted numbness, tingling, and weakness in the bilateral lower extremities. It was mentioned that the scs was not working well. The patient will undergo a revision procedure.